Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon broke during inflation. A new instrument was used to complete the procedure. No patient injury was reported. No additional information available at this time.